Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial reporter: alfredo schiavone panni, franceso falex, rocco d¿apolito, katia corona, carlo perisano, and michele vasso ¿long-term follow-up of a non-randomised prospective cohort of one hundred and ninety two total knee arthroplasties using the nexgen implant. International orthopaedics (sicot) (2017) 41:1155-1162. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that there was one case of instability that occurred at three years post-op. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Date of event: (B)(6) 2000. Explant date: (B)(6) 2000. Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598003702, lot #: unknown; nexgen posterior stabilized femoral component, catalog #: 00598001301; lot #: unknown. This investigation remains closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately three years post-implantation due to prosthetic knee instability. A contributing factor to the reported event is ligament insufficiency. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.